Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, upon initial inflation, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.